Event description:
The report received from the study indicated that the pt underwent successful pci of the lad and diagonal utilizing a 3.0x33mm cypher in the lad, a 2.5x13mm cypher in the diagonal, a 2.5x18mm cypher in the mid lad and a 2.25x12mm bare metal stent of the inferior branch of the 1st diagonal. Prior to the procedure, the pt was treated with mucomyst for chronic renal insufficiency and creatinine of 1.6. Three days after the index, the pt was admitted with acute-on-chronic kidney disease (creatinine 2.3), probably secondary to contrast nephropathy. On admission, the pt's troponin was elevated at 0.15 (peak) meeting the protocol definition of mi over follow-up. The pt was hydrated and his condition improved. His creatinine was 2.0 when discharged two days later.

Manufacturer narrative:
This device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2009-00197 and 3003742446-2009-00198.